Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. A review of the activity log was performed for the reported shock advised for a pea rhythm. However, the clinical data required to confirm the customer's report were unavailable due to the customer's settings, which overrode the data. Therefore, the customer's report could not be verified. The device was requested for return via due dilligent attempts but was not returned for physical evaluation. The device algorithm analyzes ECG data in three 3-second segments over a 9-second period and advises shock delivery when two or more segments are determined to be shockable. Factors such as patient or pad movement may affect ECG analysis. Device logs showed a "shock advised" message followed by a "press shock" prompt, and a 120j shock was delivered after the shock button was pressed by the operator. The device is designed to require deliberate user action for shock delivery. Given that the device was not returned for evaluation; further investigation could not be performed. This claim will be closed as unsubstantiated but will be reopened if returned. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat a patient in pea rhythm (age & gender unknown), the device self discharged and prompted "shock advised" for a rhythm clinicians believed to be non-shockable. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation. Complainant indicated that the patient subsequently expired.